Event description:
It was reported that a request for battery analysis was needed when it comes to this device. Technical services (ts) reviewed the case and confirmed that the device power consumption was increasing in a gradual fashion and the device was exhibiting premature battery depletion. Ts recommended the device be either replaced or have the battery status re-evaluated in ninety days. No adverse patient effects were reported. The device remains implanted. Additional information noted that a follow up was planned for may 2025 to determine if a revision would take place.

Manufacturer narrative:
This report is being filed to update the initial reporter section and the describe event or problem section of this report.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that a request for battery analysis was needed when it comes to this device. Technical services (ts) reviewed the case and confirmed that the device power consumption was increasing in a gradual fashion and the device was exhibiting premature battery depletion. Ts recommended the device be either replaced or have the battery status re-evaluated in ninety days. Additional information noted that a follow up was planned for may 2025 to determine if a revision would take place. To date no revision has taken place. Should additional information become available this investigation will be updated. The device was subsequently returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the explant date.

Event description:
It was reported that a request for battery analysis was needed when it comes to this device. Technical services (ts) reviewed the case and confirmed that the device power consumption was increasing in a gradual fashion and the device was exhibiting premature battery depletion. Ts recommended the device be either replaced or have the battery status re-evaluated in ninety days. The device was subsequently returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that a request for battery analysis was needed when it comes to this device. Technical services (ts) reviewed the case and confirmed that the device power consumption was increasing in a gradual fashion and the device was exhibiting premature battery depletion. Ts recommended the device be either replaced or have the battery status re-evaluated in ninety days. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that a request for battery analysis was needed when it comes to this device. Technical services (ts) reviewed the case and confirmed that the device power consumption was increasing in a gradual fashion and the device was exhibiting premature battery depletion. Ts recommended the device be either replaced or have the battery status re-evaluated in ninety days. Additional information noted that a follow up was planned for may 2025 to determine if a revision would take place. To date no revision has taken place. Should additional information become available this investigation will be updated. The device was subsequently returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the initial reporter section and the describe event or problem section of this report.